Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were visited to emergency room due to low blood glucose on (B)(6) 2022 with blood glucose of 48 mg/dl. The customer did not experience any symptoms such as a result of low blood glucose. Customer was treated with dextrose , intravenous infusion and glucagon. The insulin pump was not on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. No further complications were reported. Troubleshooting was performed. The device will not be returned for analysis.